Event description:
The facility's engineering dept reported an infusion pump with 812:02 failure code. The reported failure occurred during biomed testing. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, or medication involved. No additional contact info was provided.